Event description:
Related manufacturing reference number: 2017865-2022-40588. It was reported that the patient presented for a lead revision procedure. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The right ventricular lead was explanted and replaced. During the procedure, the right atrial lead was damaged and dislodged. The lead was removed and replaced. No patient consequences were noted.

Manufacturer narrative:
The reported event of the insulation damage was confirmed. Visual examination found insulation damage on the lead consistent with procedural damage. The cause of insulation damage is due to procedural damage.